Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stopped sensor session occurred. The sensor was inserted into the arm, which is off label usage of the device, on 05/16/2019. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be transmitter stale stop command. The reported event of a stopped sensor session is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.